Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that a couple of weeks ago the patient had to have a revision because the patient had a gastric bypass and lost a lot of weight so the pump was floating around and kinked the catheter. Per the reporter, the healthcare provider went in and attached the pump to the abdominal wall. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-apr-2020 from a healthcare professional (hcp) who reported that the catheter remained implanted and functional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.